Event description:
Information received from the patient on (B)(6) 2017 reporting that their first implant helped for six years and it stopped being effective. A decision was made to have it replaced. There were no reports of device issues or allegations. There were no further complications reported or anticipated.